Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is necessary at this time. (B)(4).

Event description:
During a right shoulder rotator cuff repair procedure, it was reported that the blade was shedding in the joint. The site was irrigated until all material was removed. No patient complications were reported associated with the procedure. No patient injury to the patient was noted.